Event description:
In 2008, the pt reported he had just placed a new cartridge of insulin into his infusion device. He said he primed twice and did a 16 unit bolus but no insulin flowed from the end of the infusion set. He stated he did not see any leakage or air. To troubleshoot, the pt was instructed to remove the infusion set tubing and replace it with a new tubing. The pt was then instructed to prime the infusion set until insulin flowed from the end which he successfully did. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.